Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up in backup vvi mode, no pacing support was noted. After a software download, normal device function resumed. No patient symptoms were reported.